Event description:
A doctor of ophthalmology reported that a footswitch cable was broken and the footswitch did not work before a procedure. There was no patient involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The company representative (ar) was able to confirm the reported event. As a correction, the ar replaced the footswitch cable. After replacement, the ar verified that the system meets company specifications per the service test procedure (stp). The footswitch cable was received and a visual assessment of the returned sample found a kink at the footswitch connector end of the cable. The sample was tested for continuity. The sample was found to be non-continuous in pins 1, 2, 3, 4, 6, 12, 14, 16, 17, 18, and 19. With so many pins non continuous, the footswitch would not function as intended and many functions/switches would be unresponsive. The root cause of the reported event can be attributed to a damaged footswitch cable. However, how and when the cable became nonconforming cannot be determined conclusively. (B)(4).